Event description:
Balloon burst.

Manufacturer narrative:
The report from the affiliate indicated that: a patient described as having calcified vessels was undergoing dilation of an iliac artery. The balloon burst during the procedure; the burst pressure is unknown. The operator had performed a hand injection. The procedure was completed with another balloon catheter. There was no injury to the patient. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.